Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was attempted to be inserted into the insertion sheath, the collagen anchor was not inserted into the insertion sheath. The angio-seal vip device was then withdrawn and successfully removed. The device was not used, and another angio-seal vip device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was an acute ischaemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is not unknown. The reported blood loss was less than 250cc. There was no health damage for patient.